Manufacturer narrative:
Unit powered up properly after battery installation. No blank display or audio/beep anomaly noted. Unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to missing segment. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call of experiencing a blank screen display and pump had a constant tone. Customer's blood glucose was 208 mg/dl. After troubleshooting, customer reported that only a black line appeared on display screen and only had a partial display screen. After troubleshooting for all three issues, customer was advised that insulin pump would need to be replaced.